Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The console was returned for investigation. As per clinical, the cause of the aic issue was contamination. The failure mode will be monitored and trended.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility in japan reported that the automated impella controller (aic) failed to start. The aic was not in use when the issue occurred. The aic was replaced successfully. No patient harm or injury.